Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus premier ous mr 16 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage. A section of the distal end of the tip was detached and stuck on the product mandrel. The product mandrel was returned stuck in the wire lumen of the device. This type of damage most likely occurred due to handling the device, post procedure. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23nov2020. It was reported that crossing difficulties were encountered. The target lesion was located in moderately tortuous and severely calcified distal left anterior descending artery. Following predilatation, a 16 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion even after repeated attempts. The procedure was completed with plain old balloon angioplasty. No patient complications were reported and the patient was stable. However, returned device analysis revealed tip detachment.